Manufacturer narrative:
The customer returned the device and it was found that the device was a cr2 trainer and not an AED. Physio confirmed that the returned trainer will not power on. Root cause could not be established.

Event description:
The customer contacted physio-control to report that they could not initiate power of their device in child mode. In this state the device would not be able to deliver proper defibrillation therapy, if needed. There was no patient use reported with the event.

Manufacturer narrative:
A replacement device was provided to the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they could not initiate power of their device in child mode. In this state the device would not be able to deliver proper defibrillation therapy, if needed. There was no patient use reported with the event.